Event description:
The complainant had an impella 5.5 pump along with an automated impella controller support ongoing. The support was successful for 49 days when the optical signal was lost. The team had plans to explant the following day and the explant was performed. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: on 7/11, while running pump (B)(6) experienced "placement signal not reliable" that intermittently resolved before quickly returning consistently over next 24 hours. As the console is shutting down, it performs a 5s on itself twice noticing that the lamp was outputting 0.5v as if the lamp was off. The next two times the console is booted up to run pumps (B)(6), there was again intermittent placement signal reliable through both cases. The rt logs for all three cases show the placement signal intermittently shooting to 3000 as optical sensor dropped to -3276.8 and contrast oscillates between +/- 3276.8. Device analysis: additional testing was unnecessary as the two following cases provided sufficient evidence of reproducing oscillating contrast. Root cause: the cause of the unreliable placement signal was a defective optical bench lamp. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.